Event description:
The radiology oncology center opened just under a year ago. Problems continue regarding the interfacing among multiple systems. Staff have been very frustrated and treatments delayed or cancelled.on (B) (6) and (B) (6) - the rtt superusers on the ix had to stop use of the digital graticule on the ix until intermittent occurrence of the offset is resolved. The physical graticule had to be inserted for verification of patient position. Staff were asked to check position with digital graticule as often as possible to identify more ongoing issues.(B) (6) - during morning qa and warm up on got an hvoc interlock determined to be a faulty thyratron with none in stock due to short self life. Suggested borrow from old machine in nearby facility. Thyratrons do wear out, but expected to last longer than 6 months.(B) (6): everything on "w" drive down. Complete network failure. Patient treatments stopped. Two machines in between treatments, the other machine may have to enter treatment results manually. System off for 1 3/4 hours. (B) (6) - varian changed motor board (no spare parts)(B) (6) - changed 2 potentiometers on ex this am. Delay in patient's treatments.